Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under buttons. This report is made based on results of investigation completed on 01/15/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the keypad is torn at the down key. All of the buttons responded appropriately. Contamination was found under the contrast key. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display lens was scratched. (B)(4).